Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis and that the sensors lost accuracy after 3 days, rather than 6 days per their expected life cycle. The customer was hospitalized on (B)(6) 2014, and the blood glucose reading was 655 mg/dl. The customer stated that there were no significant events leading to the hospitalization. He did not know what caused the event. He was admitted and treated for 3 days before being discharged. He declined troubleshooting for the matter, stating that he did not have the time. He advised that he would consult his doctor regarding any issues. The most recent blood glucose reading was between 180 to 220 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.